Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Based on similar reports, a potential cause for mechanical damage to the tip of the device is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ and ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during an ob-gyn case, the tip of the device came off into the patient and was retrieved. No patient injury was reported. The procedure was finished using another similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, update the lot number, and update other sections. The device was returned to olympus for evaluation. The evaluation did not duplicate the customer complaint for tip coming off. The evaluation found the probe tip intact. The teflon pad was worn at the tip but not exposing metal underneath the pad.